Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with two 8mm x 15cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat abdominal and bilateral iliac occlusive disease by kissing technique. Cook 8fr sheath and hi-torque supra core 0.035-300cm guidewire were used as accessories. After two viabahn devices were advanced to target lesion. The first viabahn device was successfully expanded at right iliac artery. When deploying the viabahn device at left iliac artery, the deployment line got stuck at half. The device was unable to deploy after multiple attempts. The stent wasn't expanded. The viabahn device was removed via sheath. Another 8mm x 15cm viabahn device was utilized to complete the procedure. The patient tolerated the procedure. In vitro testing, it was difficult to pull out the deployment line.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Add d9. H6: c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The investigation could not confirm the cause of the reported hazardous situation nor assign a primary device failure mode. The primary reported complaint of partial vsx device deployment with a stuck deployment line and the complaint of inability to achieve full endoprosthesis expansion could not be independently confirmed based on the condition of the device as returned. The vsx device was returned still inserted through an introducer sheath from which it was unable to be removed. The endoprosthesis was not present on the distal shaft of the vsx device. However, the timing and nature of the endoprosthesis separation could not be established. It was reported that in vitro deployment had been attempted after withdrawal of the vsx device. The cause of the partial vsx device deployment with a stuck deployment line as reported could not be established.